Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative indicated that the pump elective replacement indicator (eri) was 15 months so the decision was made to replace the pump even though the pump was functioning normally. The catheter was replaced. There was no product available for return. No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, (B)(4), implanted: (B)(6)2012, explanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturers representative (rep) indicated that the surgical plan was the physicians decision, the pump and catheter were explanted on (B)(6) and replaced, the explanted products were inadvertently thrown away and not available for return.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient was beginning to have withdrawal symptoms. A dye study was performed and it was determined the catheter was out of the intrathecal space. A revision and pump replacement had been scheduled for (B)(6) 2017. The date of the event was reported as (B)(6) 2017. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was stated diagnostics/troubleshooting performed was unknown (note this is conflicting with the report that a dye study was performed). At the time of the report, the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient had withdrawal symptoms). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.